Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation."

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior, white particles in shell, crease flat, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge, a striated opening on posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A striated opening on posterior assessed as surgical damage.

Event description:
Device has been explanted and replaced.